Event description:
It was reported to phillips that geo resetting caused unintended table movement on an allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pd.scomp.dcps_24v_12v_5v power supply and sent logs for further analysis. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).